Event description:
A female underwent aaa repair in 2008. The procedure proved to be difficult due to iliac access. There was moderate calcium noted at the beginning of the procedure but not enough to consider conduit. After pta of both external iliacs, the main body was introduced via the left side, with subsequent deployment of ipsilateral and contralateral iliac legs. Post deployment dilation of the graft at seal zones and junctions with a coda balloon. Angiography was performed noting outflowing issues on both sides (see also 1820334-2008-00191). Self-expanding stents were deployed bilaterally in the external iliacs. During this time, act had normalized and the left limb thrombosed. Attempts were made at declotting this limb when the pt became unstable. Open conversion was performed. Pt stabilized and was then transferred to ICU. At 30 hours later, the pt developed ventricular fibrillation and was unable to be resuscitated. (Refer to 1820334-2008-00192).

Manufacturer narrative:
Eval: still under investigation.